Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis and had surgery in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer services, the following information was reported. On an unreported date, the patient had a surgery and got an infection after that. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for h12e22066 and h12e14089 with no issues noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Follow up information received from gpv: on (B)(6) 2012, the nurse stated the following:nurse could not confirm if or what surgery the patient underwent, as initially reported by the consumer. The nurse confirmed the event, diagnosis date, hospitalization dates, and cited that the hospital indication was for peritonitis. On (B)(6) 2012, considered recovered. Dianeal and extraneal therapies were ongoing. The event was not related to dianeal, extraneal, the homechoice machine, or any baxter disposable part.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h12e22066 and h12e14089 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception noted for the batch but does not indicate any issues related to the complaint. Batch review results are acceptable no further evaluation required. A review of all batch record documents was performed for h12d20089 with no issues noted during the manufacturing process. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.